Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a decreased architect tsh result. Accuracy testing was performed with a retained kit of architect tsh reagent lot 36908ui00. All validity and acceptance criteria were met. This testing demonstrates the ability of the abbott architect tsh assay to provide accurate results in a portion of the dynamic range. Customer complaint data was reviewed and no adverse trends were identified. The architect tsh reagent package insert was reviewed and was found to adequately address the issue. A review of all non-conformance reports and deviations associated with the likely cause lot 36908ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. The investigation did not identify a malfunction / deficiency.

Event description:
The customer indicated that an architect tsh result of 2.725 uiu/ml was generated. The sample was tested with immulite 1000 and a result of 13.6 uiu/ml was generated. The sample was tested in a heterophilic antibody blocking tube (hbt) and a result of 7.703 uiu/ml was generated. There was no report of impact to patient management.